Manufacturer narrative:
D9: date returned to mfg.: 1/3/2024. One device was received. Per visual inspection, switch-damaged would not power on. Per functional testing, would not power on, switch block damaged not able continue in testing. The complaint was confirmed. The root cause was a damaged switch block due to the device having fallen. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The switch block will be replaced, filters will be replaced, and a new battery will be added. Once the repairs have been completed the device will be returned to the customer.

Event description:
It was reported that the "mode" button was broken. The customer stated that the device fell down before using it on a patient. No patient injury or clinical affects was reported.

Manufacturer narrative:
B3: date of event, d4: UDI number, and d5. Operator of device is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.